Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that there is a speaker malfunction. It is unknown if the device still produced sound. It is unknown if the device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The reported problem was not confirmed. The device is currently still at bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound, and the reported problem was not confirmed. The speaker has been replaced per current process. The device was operational after repairs were completed.